Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, headache-ndr,varied injuries-ndr.

Event description:
Patient reported left side "pain under her left breast around the armpit area", " and "mammogram that detects a possible leak". Patient additionally reported getting headaches, and noticing that she is starting to forget things that were just told to her"; these events are not device related. Device remains implanted.